Event description:
It was reported, "vcare fell apart inside of patient. Patient was still in surgery at the time the call was placed - sent IFU with list of parts, so that it can be determined if they were all retrieved. Customer will call back with additional info or fill out a complaint form." It was also reported, "no injury to patient."

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not completed because the lot number of the device was not available. The complaint device was not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Patient was still in surgery at the time the call for the complaint was received - sent dfu, directions for use, with list of parts so that it could be determined if device was entirely retrieved. Customer stated they would call back with additional info or fill out a complaint form. Complaint form was never filled out - vcare cone / balloon detachment investigation guidance questionnaire was never completed or returned despite numerous attempts to contact end-user. Additional information, including patient status and availability of the complaint device, has not been obtained to date. The actual complaint device and / or photos of the device were not available for evaluation. The specific failure, failure mechanism, and associated root cause cannot be conclusively determined without examination of the actual device. The most likely cause of this complaint is application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the intra-uterine balloon from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly per dfu instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "unlock the locking mechanism by turning the thumb-screw counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. It is unknown if the device was saved to be returned to conmed for evaluation. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Device not yet returned to manufacturer.